Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a vent service required error code related to the charging of the internal battery was observed. The device's system board and internal battery were replaced to address the issue. Additionally, since dirt was confirmed, the muffler assembly and flow sensor were replaced. This issue was not related to the reportable malfunction/issue and there was no information provided that alleged a malfunction or failure due to dirt/contamination.